Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, red particles material found on the shell, and some missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge in the posterior side assessed as unidentified (tear) opening, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due "patient's concerns with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.